Manufacturer narrative:
Other, returned device was received in good physical condition. There were minor scratches on the lcd screen and bubbles around the dso sensor seal. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The air detector was found to be inoperable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an "air in line" alarm during testing. No patient involvement.